Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that that the pump shut off unexpectedly. Subsequently, the pump indicated a data log corruption. Customer confirmed pump display turned on when plugged into a power source. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose was 370 mg/dl.